Manufacturer narrative:
Continuation of concomitant products: 5867-3m adaptor, implanted: (B)(6) 2018.

Event description:
It was reported that low pacing impedance on the right ventricular (rv) lead was observed. The rv lead was noted to have chronically low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.